Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that the patient developed a skin irritation from the ucor hfams patch. The patient described the area as red and burning. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed a cream for the skin irritation. Outcome of the skin irritation is unknown.